Event description:
A malfunction involving the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the malfunction. The customer resumed insulin administration independently and was advised to call back if the issue reoccurs.